Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
On (B) (6) 2007, this pt was implanted with gore tag thoracic endoprosthesis. The device was implanted in a question mark shaped aorta on an unk date, a CT scan revealed a distal type I endoleak. On (B) (6) 2010, a second procedure was performed whereby an additional gore tag thoracic endoprosthesis was implanted. The device was implanted on the curve of the question mark shaped aorta successfully resolving the endoleak. The pt tolerated the procedure and no other incidents were reported.